Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold assembly. Per follow up information (noted in (B)(4)), on 29oct2024, it was reported that the customer will troubleshoot which component broke down and they order to replace for them. Issue was not resolved still under evaluation by customer engineer. Replacing the manifold assembly should solve the issue (pressure sensor). Swapped to another arctic sun machine to complete the therapy. No impact to the patient, patient was fine. Per follow up information received via mail on 30oct2024, it was confirmed that when they replaced with manifold assembly, the issue was resolved. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error code 002 (low flow), error code 007 (empty pads not complete) and cannot fill water in arctic sun device. Per follow up information received via email on 20aug2024, not yet confirm the faulty parts. Patient used another arctic sun to complete the therapy. No impact to patient. Per follow up information received via mail on 30oct2024, it was confirmed that when they replaced with manifold assembly, the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error code 002 (low flow), error code 007 (empty pads not complete) and cannot fill water in arctic sun device. Per follow up information received via email on 20aug2024, not yet confirm the faulty parts. Patient used another arctic sun to complete the therapy. No impact to patient.

Manufacturer narrative:
Device not returned for evaluation. The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty circulation pump. However, there was insufficient information to confirm this potential root cause. It was noted that the device received an error code 002 (low flow), error code 007 (empty pads not complete) and cannot fill water in arctic sun device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error code 002 (low flow), error code 007 (empty pads not complete) and cannot fill water in arctic sun device. Per follow up information received via email on 20aug2024, not yet confirm the faulty parts. Patient used another arctic sun to complete the therapy. No impact to patient.